Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: this memo is to summarize the investigation results for customer complaints alleging false positive or discrepant results when using the kit bd veritor for rapid detection of sars-cov-2 ((B)(4)). Bd has received several customer complaints for false positive results, when using bd sars-cov-2 reagents for bd veritor¿ system. The current investigation concerns multiple lots of bd sars-cov-2 reagents for bd veritor¿ system. Bd takes a systematic approach to investigating false positive complaints that are received. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples if applicable. The investigation did not find a root cause for the false positive results that you observed. It is recommended that each customer review their workflow carefully to ensure that the package insert is being followed as written. The root cause is under investigation and will be documented in our quality system. Bd cannot confirm the complaint based on the investigation that was performed. A corrective and preventive action (CAPA) is already initiated ((B)(4)) to investigate the root cause and some mitigation actions are already being addressed.

Event description:
It was reported while testing for sars cov-2 6 discrepant results were obtained by the laboratory personnel. Multiple attempts have been made to obtain additional information, with no response from the customer at this time. (B)(4).